Event description:
(B)(4). Injury alleged. Malfunction alleged. Facility states the transporter put user in wheelchair, user was injured but caller had no further information. Legrest plate pad is breaking. Snapped. The sharp plastic pieces, part of what broke but stayed on legrest are visible to him. Caller stated that on (B)(6) 2012 new legrests were put on the wheelchair. No other information on order of legrests or model numbers. MDR filed.